Event description:
A malfunction was reported on the pump, and there were no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The pump displayed a malfunction code that was resettable, and after assistance from technical support, the pump was reset, but the malfunction code recurred. Technical support decided to replace the pump the customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.